Manufacturer narrative:
Findings: unit passed the displacement test, self test, error test, off no power test. Unit alarmed motor error during basic occlusion test due to severely cracked end cap. Unable to verify alarm due to motor error alarm. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and cracked case at reservoir tube window corner.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 155 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.